Event description:
A nurse reported to baxter (B)(4) that an accusol bag has a hole in the base of the bag made by the clamp-x spike, causing the bag to leak . There was no patient involvement (did not occur during patient use) and there was no patient injury and/or medical intervention reported.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. One sample was returned for evaluation. It was confirmed that the perforator caused an additional hole in the bag sheeting. The root cause was determined to be mishandling.